Event description:
A bone biopsy was being performed using the coaxial needle. The guide needle was removed and a 22 gauge westcott needle was introduced thru the sheath to obtain the specimen. The needle was removed. Then an attempt was made to remove the sheath but it snapped apart. The sheath could not be removed by forceps so the pt was taken to surgery for removal.